Event description:
Patient was hospitalized for elevated blood glucose levels and dehydration.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy.